Event description:
The surgeon reported posterior chamber fluctuation occurred during polishing posterior chamber with I/a tip. He stated the I/a tip was fuzzy. A posterior capsule tear occurred. There was no anterior vitrectomy performed, and iol was implanted without problem. This I/a tip was re-used more than 50 times. The sample was not retained, and only a video tape is being returned. There was no problem found with the system.

Manufacturer narrative:
Investigation, including root cause analysis is in progress.